Manufacturer narrative:
The device was not returned to zoll medical corporation; the suspect analog and digital boards were removed and returned. However, testing of both boards were unable to duplicate the malfunction. The customer received replacement analog and digital boards as a precaution. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG fault 6", "ECG fault 7" and a "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the product. The product has not been returned for evaluation.